Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after filling multiple cartridges with insulin. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 500 mg/dl, which was addressed with a correction bolus. Several hours later, during a follow-up call, the customer loaded a new cartridge successfully and received an accurate fill estimate.